Manufacturer narrative:
The prismaflex machine in use at the time of the reported event has been used after the reported event with no problems. A gambro rep has not inspected the prismalflex machine, since there were no reported problems, prior to the decision to terminate treatment. It is a gambro policy, that all deaths occurring during or within 24 hours after treatment, regardless of cause, shall be reported. Gambro has found no evidence to suggest that its device caused or contributed to this event.